Manufacturer narrative:
Product was discarded so no evaluation could be completed on this administration set.

Manufacturer narrative:
Return of the device was requested, but the reporter confirmed that the device was discarded.

Event description:
Patient reported "dog scratched a hole in the tubing and it was leaking". The pump was powered down, and the line was clamped. The patient was bagging the pump and had a no spill kit. Healthcare professional reported there were no other devices involved in this event. Leak occured 45 hours into infusion. "Infusion was almost complete - no need to resume". Patient told nurse nothing leaked at home. Medication being infused was 5fu. Healthcare professional confirmed there was no medical event, and patient did not require any treatment or intervention.